Manufacturer narrative:
Physio-control determined that the reported issue was the result of the system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined the cause of the reported issue was due to a faulty single board computer. The customer received a replacement device and this device was scrapped.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.